Event description:
The customer reported to olympus during preparation for a endoscopy procedure, a e102 (lamp went out error) was displayed on the visera elite xenon light source. The procedure was completed using the same device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation did not uncover any additional issues with the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e102 error could not be identified, nor could the phenomenon be confirmed/reproduced. However, it possible the igniter and the power supply unit related to the xenon lamp main body or lamp lighting had temporarily turned off. Olympus will continue to monitor field performance for this device.